Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient has not charged the ipg for at least 6 months. A manufacturer representative confirmed she could not communicate with the ipg. As a result, the patient underwent surgical intervention wherein the device was explanted and replaced. Patient now has effective therapy.